Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The patient (pt) reported the ins is dead and he can't find the pp. Patient stated he need an MRI of his knee and right leg. Patient asked to have someone meet him at the MRI center to make sure the ins is off. Patient reported the ins haven't worked for about a year after it was implanted. Patient reported he was having shocking that caused him to jumped out of bed due to the shocking and hcp told him he had the setting too high. Patient reported 5 years ago an hcp did cat scan and found the wires pulled out and wires came loose of the spine they were going to remove the device but the hcp moved. Patient stated hcp was going to implant a smaller device for him to help the pain in his legs and feet but hcp moved. Patient stated he wants the ins remove because it is bothering him, it hurts, ins is right above the belt and it hits things and bother him a lot. Patient stated he did not have hcp for the scs device ps mailed out phy listing. Ps reviewed general information about the MRI guidelines and recommend patient consult with hcp ofc for next steps.

Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# l94393, implanted: (B)(6) 2001, product type: lead. Other relevant device(s) are: product ID: 3998, serial/lot #:(B)(4), ubd: 14-jun-2005, UDI#:(B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.